Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with iab restriction alarm. That occured just after the insertion of balloon. The esp personnel had reviewed and discussed the troubleshooting steps to the user. The staff was able to press start and it resolved and the pump was no longer alarming. No harm or injury reported.